Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that there was an emission failure, and a flap could not be created in the eye of an unspecified patient during lasik surgery. The procedure was halted, and there was no harm to the patient.

Manufacturer narrative:
Based on new information received bandage contact lens (bcl) was placed (medical intervention) onto the cornea and the speculum was removed from the eye. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. No service record (relevant to the event) was found. However, the system was last serviced prior to the reported event per service record (sr) opened. The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a thin and incomplete flap due to incomplete docking with an incomplete incision in the left eye, with no patient harm during lasik surgery. Additional information has been provided, bandage contact lens (bcl) was placed onto the cornea and the speculum was removed from the eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been provided, indicating that an incomplete flap formation resulted from issues with the docking process, with no error messages detected during the use of the system in the patient left eye. The tilting of the eye during the docking procedure, along with the accumulation of excess fluid between the cornea and the patient interface, led to the creation of a thin and incomplete flap with an inadequate incision. The surgeon considers performing photorefractive keratectomy again in this case.